Event description:
It was reported by the edwards field clinical specialist, that during a transfemoral tavr procedure, during sheath removal following an uncomplicated valve deployment, the surgeon noted that the intima was pulling out along with the sheath. Initially the sheath was inserted without incident and went in "very smoothly." A pta balloon was deployed from the contralateral side to achieve hemostasis. The surgeon performed a surgical repair of the right external iliac and common femoral arteries. A covered stent was deployed in the right external iliac extending into the right common femoral. An angiogram revealed good distal blood flow. It was reported that no blood transfusions were required intraoperatively.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, the access vessel's minimum luminal diameter was smaller than the minimum requirement, at 7 mm. The cause for the reported intimal injury cannot be confirmed. However, the small and less than adequate vessel diameter likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.